Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the device would not power up, consistent with the field advisory. The cause was the main pcb (printed circuit board). The battery contacts were also compressed, ring cover contaminated, lower case broke, and side bail covers, side bails, ring bail, and two case screws were missing. (B)(4).

Event description:
It was reported the epg (external pulse generator) was not powering up; no display. The rear caps and metal holders were also missing. The epg was returned for repair and field action update. No patient complications have been reported as a result of this event.